Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During inserting the proximal locking screw, the screw could not be screwed in completely. The tip of the screw reached the nut of the femoral head screw and the locking screw could not be screwed in further. The surgeon has to use much force and the flexible screwdriver broke in the flexible area. The gamma nail was completely removed. To turn back the screw was extremely difficult. The broken screwdriver was used to remove the screw without success. During inspection of the gamma nail a crumbling unknown tissue was seen which prevent that the screw could be inserted into the nut further, the surgeon partly removed the crumble tissue with a tweezers. Surgeon reported that the tissue looks like plastic. With the broken screwdriver and pliers the locking screw was turned back. The surgeon could see that the structure, the thread and the plastic insert were completely intact.

Manufacturer narrative:
The reported event of broken set screwdriver was confirmed. Investigation revealed no discrepancies in manufacturing of the trochanteric nail kit. Deviations in the device history records (DHR) were not found, the function was given in full on the devices at the stage of delivery. Function was also given on the returned, cleaned products provided images and examination of returned implants revealed a disturbance in function caused by diverted bone-flour into the internal thread of the nail. Such side effect may occur during preparation / drilling of the canal for the lag screw for an unknown reason. Such event has rarely been experienced and has already been considered in the risk management file prior to this event. With available information the event was not caused by a deficiency of the devices.

Event description:
During inserting the proximal locking screw, the screw could not be screwed in completely. The tip of the screw reached the nut of the femoral head screw and the locking screw could not be screwed in further. The surgeon has to use much force and the flexible screwdriver broke in the flexible area. The gamma nail was completely removed. To turn back the screw was extremely difficult. The broken screwdriver was used to remove the screw without success. During inspection of the gamma nail a crumbling unknown tissue was seen which prevent that the screw could be inserted into the nut further, the surgeon partly removed the crumble tissue with a tweezers. Surgeon reported that the tissue looks like plastic. With the broken screwdriver and pliers the locking screw was turned back. The surgeon could see that the structure, the thread and the plastic insert were completely intact.